Event description:
It was reported that the patient experienced a loss of stimulation. The lead impedance measurements were greater than 4,000 ohms. The neurostimulator was replaced, and the impedance measurements were still greater than 4,000 ohms. An additional surgery occurred and lead was replaced. The stimulation worked without any problems.

Manufacturer narrative:
Final device analysis revealed no anomalies found for the neurostimulator. It was functioning okay. The insulation coating and titanium can were scratched. A good stable output was observed on each electrode pair.